Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a 'gunked-up' plunger clamp and a broken plunger clamp in the reported problem area of the pipette assembly. Two lld contact springs and plunger clamps were replaced. The instrument was cleaned inspected, tested without further problem, and returned to service.